Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that during the index procedure final angio showed a type ia endoleak. It was reported that is was expected that there may be a type ia endoleak following implantation. As per the physician, the cause of the event was an insufficient landing zone due to patient vessel morphology. No additional clinical sequelae were reported and the patient is being monitored.